Event description:
It was reported that during routine follow-up, low impedance was observed on the atrial lead. It was noted that impedance measurements had become unstable as of (B)(6) 2014. No patient symptoms were reported. The lead was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.